Manufacturer narrative:
In the case description, the user mentioned that they received a personal diabetes manager (pdm) from someone else, was not able to pair pods, and the screen was cracked. Review of the android log files found evidence of pod activation issues on and around the date of occurrence. The audit log files showed that on 16sep2025, a pod was deactivated and during the next pod activation step 1 was repeating with the bluetooth adapter regularly resetting. Eventually, the user is able to activate a pod, then deactivate the pod shortly after. The audit log files show a similar occurrence for the next two pods. The engineering log files from the date of occurrence were found to be overwritten due to continued use of the system. No additional information about these activation issues and what message was displayed during them could be obtained from the logs. The log files showed no other abnormalities with the pdm. Testing of the pdm found that it was able to pair with an unused pod, command a 5 u bolus, and deactivate the pod with no issues. No communication errors or other evidence of issues were observed during testing. It could not be conclusively determined if the pdm came from another user or if any settings were entered incorrectly. The exact cause of the reported event could not be determined. Visual inspection of the returned pdm confirmed the screen to be cracked. The cracks did not impact readability or touch functionality. The exact timing and cause of the cracks could not be conclusively determined.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The personal diabetes manager (pdm) lcd screen was cracked and the patient's legal guardian (lg) was unable to connect pods to the pdm. The patient received a pdm from an unknown source and the pdm had a clock reset and a paused bolus calculator. The lg did not know how to calculate boluses, and the patient experienced high blood glucose levels of 700 mg/dl along with the presence of ketones in the urine. The patient went to the doctor's office and was referred to the hospital. The patient's mother stated the patient received insulin for treatment and was discharged after two days. No specific diagnosis was provided.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.